Event description:
The customer reported that the unit is giving a low leak co2 rebreathing alarm. No patient harm reported.

Manufacturer narrative:
Root cause: contamination caused the air flow sensor u1 of the customer returned gds to measure the air flow much too low. This caused the air flow accuracy test to fail with too high delivered flow and e/c 1203 to occur. Replacing u1 resolved the problem, the ventilator passed the air flow accuracy test and e/c 1203 did not appear anymore.